Manufacturer narrative:
Patient (B)(4) - no code available: suspect positive bi.

Event description:
A customer reported a suspect (B)(6) cyclesure 24 biological indicator (bi) after a completed cycle in their sterrad 100s sterilizer. The load was not recalled successfully. There are no reports of injury or harm from the event. It is reported that a medtronic microdebreeder (a powered rotary shaving device with continuous suction) from the load with the (B)(6) bi was used on a patient. (B)(4). The bi results were read at 17 hours. The prior bi processed on (B)(6) 2011 was negative and the subsequent bi was also reported as negative. At this time, no additional information is available regarding this event. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
The date-of-manufacture for this lot is 08/02/2011. Expiry date: 2012-10. Asp investigation summary: the investigation included a review of the device history, trending by product line and lot number, failure mode and effects analysis and the health hazard analysis. The DHR (device history record) review did not reveal any issues that would lead to positive bi. Trending analysis for the product code of 'suspected positive bi' demonstrates there was no significant trend. Trending analysis by lot number revealed there have been no other reported incidents. The fmea (failure mode and effects analysis) reveals that the rpn for this issue is at an acceptable level. The hha (health hazard analysis) was reviewed for this issue and the risk index is considered none/negligible. The customer complaint of a suspected positive bi cannot be confirmed since the suspected positive bi was not returned for analysis. Thusly, insufficient information was available to rule out other potential possibilities (punctured vial or device compatibility). The functional analysis of the retains bis showed no evidence of growth, thereby demonstrating that the product functions as intended.